Event description:
It was reported that the patient had a refill on (B)(6) and the low reservoir alarm date was (B)(6). When the pump was read on (B)(6) the alarm date read (B)(6). The last time the pump was changed was april 2 as confirmed by print out. The device system delivered lioresal. It was further reported that the patient did not have any symptoms and was doing ¿fine¿ now. It was further verified that the account¿s programmers had the same date and it was still being determined as to why the low reservoir date went back one day. It was later reported that the patient was a day late for her refill, past the alarm date for the refill. The patient was mis-scheduled for a pump refill and therefore the pump was saying she needed a refill that day. The patient¿s pump was refilled on (B)(6) and there was no harm to the patient and the patient. It was further clarified that this device system delivered gablofen.

Manufacturer narrative:
(B)(4) is no longer applicable to the event.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8840, serial# unknown, product type programmer, physician; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).